Manufacturer narrative:
A supplemental report is being submitted for additional information h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the loss of power was attributed to the patient disconnecting both power sources from the controller.

Manufacturer narrative:
A supplemental report is being submitted for device analysis. Product event summary: the driveline cable associated with (B)(6) and the controller (B)(6) were not returned for evaluation. There was no evidence that (B)(6) had previously been serviced. Review of the manufacturing documentation confirmed that the associated pump met all requirements for release. Raw log files were not available for analysis. Review of the available autologs report revealed a controller power up event with an associated pump start event was logged on 08/oct/2023 at 21:30:03, indicating a loss of power to the controller. Prior to the loss of power, (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). After the loss of power, (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for 27 seconds. Review of the autologs report also revealed two (2) vad disconnect alarms were logged on (B)(6) 2023 at 21:29:18 and 21:29:50, likely due to a physical disconnection from the driveline. On-site inspection of the driveline cable, as well as visual evidence provided by the site, revealed damage to the outer sheath near the strain relief and damage to the strain relief. The visual evidence also revealed discoloration to the outer sheath. As a result, the reported loss of power, driveline sheath damage, driveline disconnection and strain relief damage events were confirmed. A driveline sheath repair was performed to mitigate the reported conditions. Based on historical review of similar events, the most likely root cause of the driveline sheath damage and observed discoloration may be attributed to multiple factors including design issues and/or exposure to uv light. The most likely root cause of the strain relief damage may be attributed, but not limited, to wear and/or the handling of the device. Based the available information, the most likely root cause of the vad disconnect alarms can be attributed to the reported disconnection of the driveline from the controller, as described in the event details. Based on the available information, a possible root cause of the loss of power can be attributed to a disconnection of both power sources as described in the event details. CAPA pr00551638 is investigating controller losses of power. Additional products: d4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Nvestigation of this event is pending, and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-dec-2021 / serial #: (B)(6), UDI #: (B)(4), d9: no h4: mfg date: 09-dec-2020 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the driveline had driveline sheath damage as well as driveline strain relief damage. It was noted that the patient accidentally disconnected the driveline in an attempt to repair the driveline. There was also an unexpected loss of power to the controller. The driveline and the controller remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
UDI related data quality updates only. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.